Event description:
It was reported that the customer had irritated skin at the site of the sensor insertion. The site was not infected, just itchy and red. The customer's blood glucose at the time of the phone call was 236 mg/dl. The customer stated that the irritation was specific to the sensor cannula site. The customer advised their doctor of the problem, but was told by the doctor to try using the sensors again. The customer stated that the sensor glucose and the blood glucose readings had discrepancies. And because of this they were getting a low alarm at night. The customer stated that they just had a surgery for their shoulder. The customer stated that they were inserting the sensor right eight inches in the belly button, under waistband. They also stated that they use manual injections in the stomach area. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.